Event description:
It was reported that a user and endocrinologist performed a full reset of the ilet pump due to increased insulin use and confusion about pump behavior, with review of device logs indicating erratic meal announcements, frequent late announcements, and use of meal announcements as corrections. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose and education on best practices, with assignment for additional training. Investigation included review of usage logs and troubleshooting with user education. Investigation of this case revealed no device malfunction and suggested suboptimal user interaction with meal announcements contributed to excess insulin delivery demands. It was concluded, based on similar reports, that user handling and timing of meal announcements were the likely cause.